Event description:
It was reported the patient presented prior to a routine generator exchange. During interrogation, it was discovered the atrial lead was oversensing noise. Programming changes were implemented. There were no patient consequences.